Event description:
It was reported that while unit was charging, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There were no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There were no injuries reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: e1-(event site name, event site address, event site postal code-92000) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The iabp cardiosave unit was found to be inserted into the cart unit (rescuit) and the battery was used up. The fse removed the machine and put it back in completely (hybrid) to fully charge the battery. When a full charge battery was performed, the battery slot1 does not hold a charge. Enter slot2 found that the male battery does not power in. Battery deterioration sn (B)(6) - informed the customer that replacement needed and provided a purchase order for approval to complete repairs. At this time, it is unknown if the customer has approved the replacement. Additional attempts to gain information requested from fse in regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.